Event description:
Medtronic received information that during use of an autolog washkit, it was reported that the 250ml bowl broke or the lid came off the cup. The blood spilled all over the equipment area and onto the floor. As a result, the machine did not process the blood and the customer discarded the unprocessed blood into the disposal bag. The issue occurred during a liver transplant. The customer ruled out any equipment failure. Additionally, the customer reported that they received training approximately one month ago. The device was replaced to complete the procedure and it worked properly. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information a2 (age at event),3a (sex), and 4 (weight in kgs): these fields were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: medtronic received additional information that there was no damage to the instrument. The disposable lid came off in the middle of the procedure. The spill in the disposable material specfically occurred inside the centrifuge, entering the equipment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that the equipment started to make a strange loud noise when it was centrifuging. The spill occurred when the machine started to perform the first centrifugation cycle to separate the blood components. The reservoir started automatically with 600ml. The saline solution was filled with 2 saline units of 1000 ml as it was the first cycle to be carried out. The waste collection bag was empty. After the start of the centrifugation, the air in line message was displayed and the machine automatically stopped operating. There was approximately 600ml of fluids that were in the reservoir that needed to be discarded. It was not possible to specify whether the transfusions subsequently carried out on the patient were due to the loss of blood, however, there was a loss of fluid from the patient in a volume of around 600ml which could not be processed due to the defect presented. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.